Manufacturer narrative:
Per dealer, the chair rolled backward down the end user's ramp which was too short for the door. When attempting to go over a 2" discrepancy in height, at full speed, the chair lifted up and rolled backward. No injuries, entrapment or medical intervention occurred per dealer.

Event description:
Dealer alleges the chair rolled over.